Event description:
A caller reported that cidex opa spilled on her stomach while she was trying to remove mouth pieces that had been disinfected in the product. About a 1/2 cup of cidex opa solution spilled on her shirt. She had staining on her skin by the belly button area. She was not wearing any personal protective equipment (ppe). A customer care center (ccc) associate reviewed the proper ppe to use when handling the product. The ccc associate also reviewed and e-mailed a customer letter and the product material safety data sheet (msds) to the caller. The caller was further advised to see her obgyn physician. Subsequent info received from the caller on (B) (6) 2009 stated that she was able to remove the staining from her skin with a little scrubbing and that she is fine. She read the info provided by the ccc associate and felt that it was not necessary to discuss the event with their physician. She further indicated that she has an appt with her physician in the coming week when she will bring up the issue.

Manufacturer narrative:
(B) (4). Skin contact. Additional info. The customer letter stated "based on currently available animal data, there is no evidence that glutaraldehyde and ortho-phthalaldehyde (active ingredient in cidex opa solution) procedure fetotoxic, embryotoxic, or teratogenic effects at maternally non-toxic doses. Please note that additional info regarding the toxicological effects of these compounds can be found in the material safety data sheets (see part IV, toxicological info) for cidex activated dialdehyde, cidex plus 28 day, and cidex opa solutions.